Manufacturer narrative:
H3: product analysis found that visually, there was no damage noted in the construction of the device. There were traces of contamination found on the cuff. There was also a piece of surgical tape wrapped around the tube (near the clamp shell). Functionally, a syringe was used to inject 15cc of air into the cuff and the cuff stayed inflated. For further analysis, the inflated cuff was submerged under the water for leak observation, and there was no leakage observed coming from the cuff. The inflation assembly was also submerged under the water for leak observation and a leakage was noticed. The leakage was coming from the valve. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: initially submitted codes fdm b17, fdr c20, fdc d14 <(>&<)> img g04134 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that user experienced leakages when using the nim trivantage emg tubes. Re- intubated with this product but the issue happened again. Anesthetist re-intubated with next tube leaked again. There was a procedure delay. No known impact or consequence to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.